Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received with a clear solution inside its fluid pathway. Visual inspection identified a damaged male luer lock adapter collar. Clear passage testing was performed with satisfactory results. The reported condition was verified. During investigation of a related CAPA, it was determined that when excessive isopropyl alcohol is applied to a luer connection, cracking of the luer lock may occur. As the use of a cap containing alcohol, as a disinfectant, was reported, the cause of the damaged male luer lock adapter collar was determined to be the acrylic composition of the male luer. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lower luer lock connector of a non-dehp high flow rate extension set broke off in the tubing, leading to a leak of lipids and 5-10cc of blood. This occurred during disconnection from the patient at the end of therapy in the anesthesiology department. The reporter stated that an alcohol cap had been used to prep the connection, and that the set was being used in a setup with a syringe pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.